Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error codes #23 and # 903 experienced by the customer were associated with a pt side manipulator (psm). The psm is an instrument arm located on the pt side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code # 903 is an indication that the error log is full and system error code # 23 is reported by software to denote that the hardware wheel "wdog" has tripped on one of the digital communication links in the system. This means that the system cannot reliably communicate over the digital link and therefore cannot continue normal operation. The psm was returned to isi for failure analysis investigation, however, the fault experienced by the customer could not be duplicated. Based on the system error logs, a printed circuit assembly board related to the transfer of communication signals and an internal cable harness were replaced. As on jan 9, 2009, there have been no reported recurrences of the issue at this hosp.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer experienced a system error code # 23. The site restarted the system twice with no change. With the assistance of an isi technical support engineer (tse), the site attempted to access the error logs, power down the system and reset the breaker. The site also attempted to emergency power off (epo) the console and pt side cart (psc) as well as swap the surgeon console and psc connection cable ends. The system then faulted at power up with system error code # 903. The site powered down 3 additional times, attempted to epo and reset the breaker each time without success. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.